Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right atrial (ra) channel. The noise was consistent with noise from the minute ventilation signal. The oversensing did not lead to any periods of asystole greater than two seconds in duration. Additionally, fluctuating in range ra pacing impedances were observed. Boston scientific technical services (ts) was consulted and lead testing was recommended. Ts also recommended programming the minute ventilation sensor off. The patient is on a waiting list to attend the clinic for a follow-up. This ICD remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.